Event description:
It was initially reported on (B)(6) 2013 that the patient had post-operation symptoms of a cerebrospinal fluid (csf) leak. The device system was used to deliver lioresal. No further information was provided. Additional information has been requested, but was not a vailable as of the date of this report. Additional information received (B)(4) 2014 reported the patient had symptoms of pseudomeningocele which required wound revision and shunt placement. The patient was doing well as of (B)(6) 2014 and had no sequelae.

Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).